Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced high blood glucose (bg) levels of in the 200-300 mg/dl range. The customer changed the infusion site. The customer thought that the pump settings still needed to be adjusted and indicated that the healthcare provider will be contacted to discuss the settings.